Event description:
It was reported that four days post-implant, fluoroscopic revealed the lead had dislodged and resulted in myocardial perforation. The lead was explanted with no complications.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.